Event description:
It was reported that this right atrial (ra) lead exhibited a lead safety switch (lss) due to impedance measurements of greater than 2000 ohms. The impedance measurements had been variable for the past year. The device was reprogrammed. No adverse patient effects were reported. The lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).